Event description:
It was reported that the once the balloon dilation catheter had been inflated, it cannot be completely deflated. The guide wire would slip into the ureter and out of the guide wire because the balloon catheter would not come out of the cystoscope working channel. Per additional information received on 08jan2025, it was reported that the once the balloon inflated, the balloon cannot be deflated completely, which leads to laceration in the ureter and loss of the guide wire due to the balloon catheter not exiting through the cystoscope working channel. Ureteroscopy was performed without a guide wire to position it, since after the laceration it was impossible to pass the guide through a cystoscope.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the once the balloon dilation catheter had been inflated, it cannot be completely deflated. The guide wire would slip into the ureter and out of the guide wire because the balloon catheter would not come out of the cystoscope working channel. Per additional information received on 08jan2025, it was reported that the once the balloon inflated, the balloon cannot be deflated completely, which leads to laceration in the ureter and loss of the guide wire due to the balloon catheter not exiting through the cystoscope working channel. Ureteroscopy was performed without a guide wire to position it, since after the laceration it was impossible to pass the guide through a cystoscope. Per follow up information received via ibc on 23jan2025, stated that there was no need for additional interventions due to the lacerations caused by the balloon.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: inspection prior to use: the x-force balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident. Preparation of the catheter: all x-force balloon dilation catheters contain air in the balloon lumen. The air must be removed to allow liquid to fill the balloon when it is inflated. 1. Remove the protective sheath from the balloon. 2. Attach the inflation device to the connector on the balloon lumen. 3. Open the stopcock and draw back on the inflation device to remove the air from the balloon catheter. 4. Close the stopcock, remove the inflation device, depress the plunger to remove any air and reattach to the balloon catheter. 5. Repeat steps 3-4 until all air is removed from the balloon lumen. Deflating the balloon catheter: deflate the balloon using an inflation device. Since deflation times vary based on balloon sizes and shaft lengths, check fluoroscopically to confirm deflation before attempting to withdraw. 1. Attach the inflation device (eagle inflation device) to the balloon catheter and remove the solution from the balloon by pulling back on the inflation device. 2. Remove the inflation device from the balloon catheter. This will allow ambient pressure to enter, relaxing the balloon. 3. Gently withdraw the catheter. Use of a gentle counterclockwise twisting motion is recommended when removing the catheter. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.